Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.